Manufacturer narrative:
Device evaluation 2 of 2 (refer to MFR's report number 1627487-2010-0045 for device 1). Results: the ipg passed auto testing and communication testing with the pt programmer. The visual inspection revealed that the ipg was free from any visual anomalies. Conclusion: the request to evaluate the parylene showed that the device was within specification. Lot number research on the ipg indicated that the thickness for the parylene coating was acceptable. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. (Refer to mfrs report number 1627487-2010-0045 for device 1). It was reported, that a pt with a history of silicone allergies, was implanted with two eon ipgs. The pt's incisions appeared red and inflamed. Both ipgs were explanted. The physician removed the devices with forceps. No signs of infection were present and both sites were swabbed for cultures. The physician requested that the ipgs parylene be evaluated